Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the battery is not charging. The customer reported there was no patient involvement at the time the issue was discovered a philips authorized service provider (asp) confirms the reported problem. The battery needed to be replaced. The device was repaired using other channels; system is back to normal and returned to use.

Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-18282.